Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported patient effect of worsening mitral regurgitation (mr)cannot be determined. The reported poor image resolution was due to limited visualization during the procedure. Imaging was not very clear, due to an inexperienced echosonographer. The reported patient effects of worsening mr is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the increased mitral regurgitation (mr) after clip implantation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat mixed mitral regurgitation (mr) with a grade of 4+. Imaging was not very clear, due to an inexperienced echosonographer. There was difficulty visualizing the two clips (70925u378, 70925u377) as a result of the imaging quality/ inexperienced echosonographer. The clips were implanted successfully without issue reducing the mr to 1-2. On (B)(6) 2018, the patient came back for a tricuspid procedure with a tricuspid regurgitation (tr) grade of 3+. A very experienced echosonographer was present for this procedure. Echocardiogram was performed and mr was noted to have increased to 2-3. The implanted clips were confirmed to be secure on the leaflets. One clip (71011u179) was implanted in the tricuspid valve without issue, reducing tr to <1. After the tricuspid procedure, the decision was made to implant an additional clip (71009u193) in the mitral valve to further reduce mr. Mr was reduced to 1-2. It is the physicians opinion that mr increased as a result of imaging not being very clear due to the inexperienced echosonographer during the first procedure. It was stated that after the initial procedure, the mr may have actually been higher than 1-2, but this was not confirmed. The patient is stable. No additional information was provided.